Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have prematurely depleted as it was at end of life (eol) after previously giving an estimate of 33 percent approximately two and a half months ago. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.